Event description:
Ous MDR - an inappropriate shock delivery was reported after an unknown implantation time. No deterioration in the patient's state of health was reported. The device was explanted, but the date was not provided to us.

Manufacturer narrative:
Ous MDR.